Event description:
It was reported that during the unknown procedure, the screw on the top on the handpiece broke. There was no consequences for the patient. Case completed with new handpiece.

Manufacturer narrative:
Information anticipated, but unavailable at this time.